Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1512 mcg/day; type and lot number unknown) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. The patient's other medications and medical history were unable to be obtained. On (B)(6) 2016 the reporter was notified that an x-ray was being ordered to evaluate for a flipped pump with surgery being scheduled for (B)(6) 2016. When they attempted to refill the pump they were unable to. It was determined that the pump was flipped. Fluoroscopy was used to confirm that the pump was flipped. The patient was taken in for a revision on (B)(6) 2016 where they flipped the pump right side up and re-anchored it in place. Because the pump was flipped, they decided to replace the sutureless connector/pump segment of the catheter to be cautious. The catheter drained cerebrospinal fluid easily before the pump segment of the catheter was replaced. The issue was resolved. The patient status was reported as "alive - no injury". The cause of the pump flip was not determined.